Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Qa seal was broken. Customer stated failed leak down test was confirmed due to a bad oridion board. Also broken front case and rear case for their wear at top and bottom. Awaiting for customer's approval with major repair. New oridion board = $1,250 recond oridion board = $1,625 02/22/2019 12:20:59 lauryne wasan (lwasan) per sarah again, at sarah.agan@ge.com, new oridion board has been reconfirmed for repair completion. Please proceed with repairs. Customer has also been notified that boards are not available at this time and unit will remain in pending. 03/29/2019 08:53:29 tony thong d nguyen (ttnguyen) repalced it a new oridion board p/n h000282, updated a new logic board p/n tc10009459. Replaced them new front case and rear case assembly. (B)(4).